Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that patient alerts were triggered. During use the right ventricular (rv) lead encountered fracture, and oversensing. During lead revision procedure, intermittent loss of capture was observed when advancing needle or guide wire. The rv lead was capped, remains implanted-out of service, and replaced. No patient complications have been reported as a result of this event.